Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, false battery impedance measurements were noted during device interrogation. Device reprogramming was scheduled, however, subsequent interrogation showed normal and in range battery parameters. No intervention was performed and the asymptomatic patient will continue to be monitored.